Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received the critical block and inverse critical lock did not add to zero alarm. The customer's blood glucose was unknown at the time of incident. It was stated that the alarm reoccurred for the second time. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is not expected to be returned for analysis.